Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the temperature increased and an error message occurred. The device stopped cycling. The procedure was postponed without any pt harm.